Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusion), h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary device is not returning.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow-blocked alarms on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Thump software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no delivery on 01-may-2024 to 02-may-2024. On 01-may-2024 triggered twice from 18:57:15 hour and 18:57:15 hour during bolus. On 02-may-2024 triggered six times from 07:06:43 hour until 08:18:00 hour during basal and bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and scratched case. In conclusion, customer concern for insulin flow blocked alarm was not confirmed. Unit was tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.